Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2023-01314. Leads were cut and partially removed due to an inspected infection (related manufacturer reference number: 3006705815-2023-01312 and 3006705815-2023-01313).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event of leads cut/abandoned procedure was reported to abbott. Surgeon could not place the lead due to patient anatomy. The existing partial leads remain. The patient was determined to not have an infection, cultures were clear. The patient's surgery was canceled and is not rescheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the lead fragments were explanted at an unknown date to allow the patient to get an MRI.

Manufacturer narrative:
D6b- date of explant is unknown.